Event description:
The account alleged that air bubbles were coming through one of the single disk check valves in the in-line contrast management system. No adverse effects to the pt were reported to merit by the account.